Manufacturer narrative:
Pt identifier) information not provided by reporter. (B)(4). The event is currently under investigation.

Event description:
The patient had a tight bifurcation. An ansel guiding sheath was advanced over the bifurcation. The ptx delivery system was placed over a .014 wire. Upon advancing over the bifurcation, the ptx delivery system kinked, not allowing advancement or removal of the system. At this point the physician removed the .014 wire and tried to advance a .035 stiff glide wire through ptx delivery system without success and removed the wire. The physician tried to advance an amplantz extra stiff wire through the ptx delivery system without success and removed the wire. At this point the entire ptx delivery system was retracted back across the bifurcation. Excessive force was needed to remove the ptx delivery system. Once the ptx delivery system was out of the patient, it was noted that the distal potion of the ptx stent system had separated but remained in the sheath. At this point, the procedure was aborted. The physician cut the ansel guiding sheath and advanced a 8.0 10cm teurmo sheath over the ansel guiding sheath in order to use closure device. A section of the device did not remain inside the patient's body. A closure device was used as the procedure needed to be aborted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Information was provided that the 74 year old female patient had a tight bifurcation. An ansel guiding sheath was advanced over the bifurcation. The ptx delivery system was placed over a .014 wire. Upon advancing over the bifurcation, the ptx delivery system kinked, not allowing advancement or removal of the system. At this point the physician removed the .014 wire and tried to advance a .035 stiff glide wire through the ptx delivery system without success and removed the wire. The physician tried to advance an amplantz extra stiff wire through the ptx delivery system without success and removed the wire. At this point the entire ptx delivery system was retracted back across the bifurcation. Excessive force was needed to remove the ptx delivery system. Once the ptx delivery system was out of the patient, it was noted that the distal potion of the ptx stent system had separated but remained in the sheath. At this point, the procedure was aborted. The physician cut the ansel guiding sheath and advanced a 8.0 10cm terumo sheath sheath over the ansel guiding sheath in order to use a closure device as the procedure needed to be aborted. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. H10 additional information: b6. F.11) correction to g4-intial was filed within the 30-day time frame regardless of corrected date. Investigation - evaluation. A review of complaint history, instructions for use (IFU), manufacturing instructions, specification, trends and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when fit is tight. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Withdraw the sheath and dilator as a unit. Before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The complaint device was not returned; therefore, no physical examinations could be performed. However, images were provided, which verified the difficulty reported. Although a root cause can not be determined with certainty, based on the information provided and the results of the investigation, it is feasible to suggest that the amount of force used to advance/retract the device would cause the damage described. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Corrected data: b1, b5, h6. Investigation - evaluation. A review of complaint history, instructions for use (IFU), manufacturing instructions, specification, trends and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when fit is tight. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Withdraw the sheath and dilator as a unit. Before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." It is noted in the investigation that a dilator was not inserted in the sheath during removal. The complaint device was not returned; therefore, no physical examinations could be performed. However, images were provided, which verified the difficulty reported. Although a root cause can not be determined with certainty, based on the information provided and the results of the investigation, it is feasible to suggest that the amount of force used to advance/retract the device would cause the damage described. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text: blank fields on this form indicate the information is unknown, unavailable or unchanged. Corrected data: b1, b5, h6. Investigation - evaluation. A review of complaint history, instructions for use (IFU), manufacturing instructions, specification, trends and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when fit is tight. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Withdraw the sheath and dilator as a unit. Before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." It is noted in the investigation that a dilator was not inserted in the sheath during removal. The complaint device was not returned; therefore, no physical examinations could be performed. However, images were provided, which verified the difficulty reported. Although a root cause can not be determined with certainty, based on the information provided and the results of the investigation, it is feasible to suggest that the amount of force used to advance/retract the device would cause the damage described. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information was provided that the 74 year old female patient had a tight bifurcation. An ansel guiding sheath was advanced over the bifurcation. The ptx delivery system was placed over a .014 wire. Upon advancing over the bifurcation, the ptx delivery system kinked, not allowing advancement or removal of the system. At this point the physician removed the .014 wire and tried to advance a .035 stiff glide wire through the ptx delivery system without success and removed the wire. The physician tried to advance an amplantz extra stiff wire through the ptx delivery system without success and removed the wire. At this point the entire ptx delivery system was retracted back across the bifurcation. Excessive force was needed to remove the ptx delivery system. Once the ptx delivery system was out of the patient, it was noted that the distal potion of the ptx stent system had separated but remained in the sheath. At this point, the procedure was aborted. The physician cut the ansel guiding sheath and advanced a 8.0 10cm teurmo sheath sheath over the ansel guiding sheath in order to use a closure device as the procedure needed to be aborted. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was provided that no dilator was inserted when removing the sheath.